Event description:
Narrative from staff: narrative from operative report: rotablator of the ostial circumflex which was complicated by shearing off the rotafloppy wire in the circumflex. Patient tolerated this and it was felt to not be worth the risk of trying to retrieve the remnant of guidewire.